Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Initial reporter occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor could not pull the inner sheath when deploying the angio-seal device, so he cut the device to remove the sheath. Then the angio-seal device did work and hemostasis was achieved. The patient was fine. Additional information was received on 09 mar 2022: the procedure being performed prior to the use of the angio-seal device was a neuro angiogram. They used a 6 fr procedural sheath. There was a pre-deployment performed and there was no stenosis or calcium.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The locator, hemostasis sheath, and carrier tube were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were found to have been fully mated and in the fully rear-locked position. The tubing was found to have been severed off toward the proximal end near the sheath hub. The tamper tube was found to have still been retained within the tubing. The carrier tube hub was opened to further inspect the spool of suture. The suture was found to have been undeployed and was mounted properly. Functional testing was performed by attempting to deploy the suture, and the component was able to deploy without issue. No issue was able to be identified with the component. The complaint was able to be confirmed for a deployment issue. However, the exact root cause was unable to be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.